Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead recorded a high ventricular rate episode which caused oversensing. A noise reversion episode was triggered after the noise initiated and a two second period of inappropriate pacing inhibition occurred. The nurse would discuss possible programming changes with the following physician. The patient was doing fine and would continue to be monitored.